Manufacturer narrative:
Batch review performed on 27 july 2018. Lot 177148: 50 items manufactured and released on 02 march 2018. Expiration date: 2023-02-21. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold with 2 similar reported event.

Event description:
About 2 months after primary the surgeon revised the patient for a bone fracture. Stem, head and liner swap. Cadaver bone has been used the fix the fracture. The surgery was completed successfully.